Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse observed bubbles in the rinse line. He replaced the rinse pump and ran qc successfully. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported multiple analyte failures on controls (ca control failed false negative on bilirubin and false low on protein. Cb failed false positive on blood) on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated or reported out of the lab and there was no change or effect to patient treatment in connection to the event.